Event description:
Event became reportable based on the device analysis approved on 07/21/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The 100% stenotic and severely calcified lesion was located in the severely tortuous right coronary artery (rca). Vascular access was obtained through the femoral artery. Flushing was maintained during procedure and an intravascular ultrasound (ivus) was not used. Upon attempting to insert the taxus liberte 38mm x 2.75mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good. However, device analysis revealed a damaged stent.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. Two struts on row 3 from the proximal edge of the stent were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions involving arterial segments with a highly tortuous anatomy in the taxus liberte dfu. It is advised in the taxus liberte dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.